Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaw peeled off during repeated cauterization. The peeled part was not inside the body. The jaws were not open during insertion. There was no resistance during insertion. No processing delays. Another vasoview hemopro 2 was used. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/08/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Both the harvesting device and cannula was returned. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the cannula or the intact c-ring. The heater wire of the harvesting device was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaws was observed to be intact with no peeling observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated' jaw" was not confirmed, however the analyzed failure "material twisted/bent wire" was observed. The lot # 3000291646 history record review was completed. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.